Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. The grip cable is broken. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure there was a broken conductor wire (black) on the fenestrated bipolar forceps instrument.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: there were no arcing events associated with reported 8mm fenestrated bipolar forceps instrument. A back-up instrument was used for procedure completion. No fragment(s) fell into the patient's anatomy. The instrument was visually inspected prior to its use and there was nothing out of ordinary on it. The instrument was returned to isi for evaluation. No photographs(s) or video recording(s) were available for isi review.

Event description:
Refer to h11 for follow-up information.